Manufacturer narrative:
The manufacturing date could not be determined as the serial number was not provided. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU). ¿inspection of the endoscope.¿ IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the bronchovideoscope plastic distal end cover was burnt. There were no reports of patient harm.